Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 345 mg/dl and diabetic ketoacidosis. Her symptom included nausea, vomiting excessive thirst, abdominal pain, ketones, fruity breath, and headache. Customer was treated with an insulin drip. She was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. Nothing further reported.